Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. No damage noted to the threads of mas head threaded interface. Visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Fracture surface analysis reveals a fairly flat fracture surface and circular material flow, consistent with torsional overload, consistent with torsional overload condition. The above findings are consistent with torsional overload.

Manufacturer narrative:
(B)(6). (B)(4). The device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent an unspecified spinal procedure. It was reported that the tip of the screwdriver broke off while ratcheting the screw further in. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.